Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance, high thresholds and increased high voltage lead impedance were observed. The lead was later capped and replaced due to fracture on (B)(6) 2016. The patient was fine post operation.